Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that noise was observed on the right ventricular (rv) lead when pacing through the analyzer when the proximal portion of the lead was removed from the device and body. When removed from the pocket, a small abrasion was seen on the pace/sense portion of the trifurcation in the lead. The lead insulation was repaired and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a lead impedance out of range alert. 14 non-sustained tachycardia episodes of less than 220 ms v-v cycle are recorded between 2013-07-25 and 2013-08-20. 327 of 272729 v-sic occur since 2013-10-31. An out of tolerance subthreshold lead impedance alert was recorded on 2012-01-15 and 2012-09-14, and 2013-06-20 and 2013-10-02.